Event description:
It was reported that the insulin pump alarmed an error. The blood glucose reading was 155 mg/dl. The customer was advised that during seating, the force sensor may not have detected the reservoir. Replacement of the insulin pump was advised. The customer also reported that while driving he had been given more insulin and had driven offroad. His vehicle was damaged, and emergency medical services were called to address his low blood glucose. He stated that the only issue he could recall that may have been related to the event was the alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.